Event description:
The customer called to purchase a new usb drive. During the call, the customer stated that she was hospitalized due to a broken wrist that caused her blood glucose levels to elevate due to the pain. The customer stated that the insulin pump was working fine, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.